Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked display window, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. The caller stated that the insulin pump was stuck on the bolus wizard screen and was unable to do anything else. She stated that there may have been moisture inside the insulin pump's screen. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.